Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of the suggested events "error code e216" and "no image during angulation operation", are likely due to the failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. The event can be detected/prevented by following the instructions for use which state: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to damage on charged coupled device, the monitor showed a black screen with no image. Additionally, the evaluation found the following non- reportable findings: due to deformation of the control unit, water tightness was lost, switch 1 was damaged and the light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus representative reported to olympus that videoscope was giving error e216 image disappeared. There was no report of patient harm associated with the event.